Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this complaint describes an event where an end-user (female) of unknown age was harmed. The complaint is filed by the end-user¿s family, as the end-user herself is a minor. The event is described as the catheter breaking and leaving the tip inside the end-user¿s body and two surgeries were needed to remove the tip. The end-user was finally discharged the 2nd of june. The first surgery required 1 overnight stay at the hospital, and the second a 2-night stay. It is unclear what type of surgery was performed, why the second one was needed, and what harm was caused. The reason for the catheter breaking is not known, there are no indications of the product being faulty, and it is unknown whether the product was used according to the instruction for use. The reason for needing intermittent catheterisation and the family¿s experience with intermittent catheters is not stated. Also, the reason for the female end-user using a male-catheters is not clear. Child protective service is stated to be involved, but not for what reason. No further information is available.